Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a bridge bolus was incorrectly performed. The reporter just did a refill with a drug concentration change and bridge bolus. She noticed the dose she programmed for the bridge bolus was entered incorrectly, and was supposed to be 1.3182mg/day, and instead she programmed 1.721mg/day, with a bridge duration of 11 hours. It was discussed with the reporter to cancel the bolus, reprogram the pump to the old concentration and dose, update, and at that point go back and reprogram the bridge bolus. The patient was having no therapy issues. The pump system was being used to infuse clonidine and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.